Event description:
It was reported to philips that the surgical lamp cover fell off. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the surgical light cover fell off. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that the cover has fallen off the system. To resolve the issue, the fse replaced the mavig arm and covers. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.